Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. At 3 years and 3 months from primary the surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 april 2022: lot 183923: (B)(4) items manufactured and released on 14-aug-2018. Expiration date: 2023-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event. Additional item involved in the event, batch review performed on 7 april 2022. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 181294. Lot 181294: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.